Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the screen was dark and the unit was alarming. The ventilator would not boot or power on. The ventilator was believed to be in standby and still being used for training. No patient involvement